Manufacturer narrative:
The device history record was reviewed, it was identified that 1 piece was scraped; however DHR shows this piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial # (B)(4). Cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). C3 ez steer cs with auto ID: model #: d-1263-07-s, lot #15712864m. Product investigation will not be performed since the catheter will not returned for analysis. Lasso: model #: d-1220-39-s, lot #: unknown_d-1220-39-s. Product investigation will not be performed since the catheter will not returned for analysis. Distributed - acunav 8f-90: model #: m-5723-09, lot #: OEM_m-5723-09, OEM/dist lot #: unknown. Product investigation will not be performed since the catheter will not returned for analysis. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and ice confirmed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized and was sent to observation. Upon request, the bwi field representative provided additional information on the event. This event occurred during the ablation phase. The physician experienced difficulty in manipulating the catheter. It is unknown if there were any abnormal signals. It is unknown how many ablations the patient received before the event. The rf generator was set to "power-control" mode between 20w and 35w. The temperature cut-off setting was unknown and the high flow setting was 15ml/min. A long sheath was used, but the brand is unknown. The act maintained during the procedure was around 300.